Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: prior to use the blue inflation balloon burst. Another airway was on hand for use. No pt injury.